Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the large hem-o-lok instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the customer was unable to attach the clip. The customer encountered an issue applying the clip while using the large hem-o-lok instrument. Although the procedure was completed with no reported injury to the patient, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an issue applying the clip while using the large hem-o-lok instrument. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) has attempted to contact the customer to obtain additional information related to the event. However, as of the date of this report, no further details have been obtained.

Manufacturer narrative:
D15 - intuitive surgical, inc. (Isi) received the large hem-o-lok instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm the customer reported complaint. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. The following additional observations not reported by the site and not related to the customer reported complaint were identified. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have multiple input disks broken and cracked. Hairline cracks were found on the grip input shaft. Input disk #6 was found broken into pieces inside of the housing. The root cause of this failure is attributed to mishandling/misuse. A review of the device logs for the large clip applier (part# 470230-10 / lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the large clip applier was last used on (B)(6) 2021 via system serial# (B)(6). There were 54 uses remaining after this last usage. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure.